Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer reported that she went into shock and had a blood glucose reading of 40 mg/dl. Troubleshooting was performed, and the programming on the insulin pump was correct. The customer stated that she inserted a new reservoir on the day of the event, and it was empty by the time she was admitted to the hospital. It was found that the customer had not rewound the insulin pump prior to inserting the new reservoir. The insulin pump passed the displacement test. During the phone call, the priming procedure was performed, and the insulin primed normally and accounted for the reservoir volume accurately. The customer was advised to discontinue use of the insulin pump until she could receive more training. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.